Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0lg0p, implanted: (B)(6) 2014, product type; lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported impedance values were greater than 4000 ohms on all or some unipolar pairs. The manufacturing representative was in the operating room (or) doing the stage 2 procedure using a lead connected to an implantable neurostimulator (ins). Values during impedance testing with 1 volt and 210 pulsewidth were as follows: electrode pairs case and 0 and case and 1 were greater than 4000 ohms, electrode pairs case and 2 and case and 3 were 574 ohms, and electrode pair 2-3 was at 1001 ohms. It was reported the manufacturing representative was getting good bellows and toes using electrodes 2 and 3 and those electrodes were the ones the physician wanted to use. When electrodes 0 and 1 were used, the patient felt stimulation with 2 volts, but there was no motor response. Electrode impedances were re-tested using 2.5 volts and 300 pulsewidth with fluorescent light and impedance values were the same as before. It was mentioned the patient had a positive stage 1 test which resulted in stage 2. After stage 2, the patient was feeling comfortable stimulation on a program with case +, 2-, 3- with an amplitude of 1.3 volts.

Event description:
Follow up information received reported that the cause of the impedance issue was not determined. It was confirmed the patient was doing well and feeling the stimulation at amplitude of 1.3 with the case positive setting. If additional information is received, a follow up report will be sent.